Event description:
It was reported that on (B)(6) 2025, the patient underwent open osteosynthesis surgery for tibial shaft fractures. The surgeon inserted the trocar into the protection sleeve and inserted it into the patellofemoral joint and fixed it to the femur using two 3.0 mm k-wires. The guidewire was inserted using a wire guide. At that time, the guide wire was intentionally inserted into a hole other than the center hole and the state was checked by the image intensifier. An attempt was made to create a wound using a 12 mm cannulated drill bit, but there was significant resistance for the drill bit to reach the bone. The surgeon managed to reach the drill bit to the bone and began to drill, but there was strong resistance, and it was difficult to make progress. Soon, a dry, abnormal noise was heard, so the surgeon checked with an image intensifier and found that the protection sleeve was broken. At the surgeon's discretion, the surgeon created a wound at proximal part, and the drill bit was removed. The surgeon's opinion was that excessive stress may have been placed on the protection sleeve because it was first fixed to the femur and then the guidewire was inserted in an eccentric position. The surgeon replaced the broken protection sleeve with a one size larger protective sleeve and continued the surgery. The surgery was completed successfully within 30 minutes¿ delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: product code: 03.043.033s, lot number : 10403712, release to warehouse date : 16 .jan. 2025. Expiration date :01 .jan. 2030. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.